Event description:
The customer reported being hospitalized about a month prior to the phone call. The customer stated that it was unclear what caused the hospitalization because they had a heart attack, high blood glucose, diabetic ketoacidosis, and they found out that they have multiple sclerosis. The customer's last blood glucose was 151 mg/dl. The customer stated that they have been off of the pump for a month and the day of the phone call, when the nurse tried to turn the device on and adjust the settings, they saw that the memory was erased. In the history of the device there were multiple error alarms. The customer stated that before the hospitalization they had to change the battery every day. The customer declined any troubleshooting and declined giving any hospitalization details. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Corrupted history files. Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked reservoir tube noted during visual inspection.